Event description:
The user facility reported a 78-year-old female on impella cp for high-risk percutaneous coronary intervention (hrpci) support. After several attempts to insert wire past occlusion, the physician was unsuccessful. Every time the pump was advanced, the wire went into the coronaries. It would enter the subintimal space. The patient started to experience chest pain. The case was aborted, and patient was sent to the ICU on impella cp support. The operating room (or) team readied for an urgent coronary artery bypass graft (CABG).

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.